Manufacturer narrative:
H11: corrected data: corrected result and conclusion coding to section h6.

Manufacturer narrative:
UDI# (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. The root cause of this event cannot be conclusively determined with the available information. The explanted device is not available for evaluation as it was discarded. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 25mm 7300tfx mitral valve was explanted due to pvl. The explanted mitral valve was replaced with a 33mm non-edwards valve. Per received medical records:  3 weeks ago, the patient had avr/ mvr which was complicated by paravalvular leak around mv, after which he presented with decompensated chf and p a fib. Tee revealed ef 50%, severe mr (paravalvular leak) as well as moderate ms (pk/mn 18/8). CT chest showed aneurysmal enlargement of the aortic root (5 cm) and the ascending aorta (5 cm). When the aorta was opened, the aortic bioprosthesis appeared well seated however the aortic root appeared significantly dilated. The aortic valve was removed in order to visualize the mitral valve. Inspection of the mitral valve found the area of paravalvular defect next to the medial commissure of the mitral valve. The annulus was debrided and was replaced with a 33mm non-edwards valve. The aortic valve was replaced with a 27mm 2700tfx and hemashield#32mm graft. The sutures were tied down and the patient was weaned off from cpb. The patient was transferred to the ICU in a stable condition. However, on pod# 2, the  patient developed postoperative atrial fibrillation requiring amiodarone and beta blockers to be started. The medications were adjusted as tolerated, and he was diuresed for post-op volume overload. The patient was discharged home in stable condition on pod# 7. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.